Manufacturer narrative:
(B) (4). (B) (4). Testing of the received set identified leaking at the junction of the tubing and connector. The engagement between the male luer and the tubing showed symptoms of instability and was able to be pulled apart with minimal effort. The root cause of the leak at the engagement point has been identified as insufficient solvent applied during the manufacturing process or variance in the tubing diameter. The lot number was identified. Review of the manufacturing database for a year period (one year prior to the notification date), for the involved model number did not identify and quality issues for the reported failure mode during production build.

Event description:
Used set unexpectedly received from customer with no specific event info.